Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended activation/motion. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged, the device had unintended activation/motion, and component damage. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, no short circuit between phases and connector body, and safety assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.